Event description:
It was reported that the patient was seen by the physician and reported that she suffered a generalized seizure the night prior and that she is not feeling device stimulation. Device diagnostics showed high impedance. The patient was sent for x-rays. It is unknown if x-rays will be sent to manufacturer for review. X-ray report was received for review and did not identify any obvious discontinuities with the vns system. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.